Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited an unknown duration of pacing inhibition during an unrelated procedure. The patient experienced lightheadedness. It was noted that there was no electrocautery or magnet use during the procedure. Additionally, the minute ventilation feature was noted to be suspended due to noise. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The physician suspected a potential issue with the pacemaker and planned to discuss troubleshooting options and potential device replacement with the patient. The minute ventilation feature was programmed off. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.